Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. No complaint was received with the return of device. Failure event observed during analysis. Final analysis found degradation of the outer insulation adjacent to the connector boot. (B)(4).

Event description:
This report is to advise of an event observed during analysis.